Event description:
It was reported that the scale allegedly would not zero, resulting in an inaccurate weight reading, and an incorrect dosage of medication allegedly being administered. The pt reportedly passed away.

Manufacturer narrative:
Reported via user facility medwatch #(B)(4). Customer filed medwatch on sn (B)(4); however, discussion with clinical engineering at the hospital discovered that there were two beds pulled from service and identified as having potentially been the unit involved in the reported incident. User facility's inspection of (B)(4) found a pin that wasn't connected to a socket in the foot board. This resulted in the bed scale unable to be zeroed. Once the pin was connected the bed weight functions worked properly. The other bed that had been pulled out of service had no issues and was functioning properly, per the customer. The customer is not certain which bed was actually involved in the event. Stryker technician has been out multiple times to inspect the unit that was reported on but each time, the unit is not available for inspection (hospital has placed bed back into service.) The user facility medwatch states the "foot boards are often removed to add extensions to the bed." Follow-up reported will be submitted as necessary based on investigation results.